Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during the investigation, the pump was successfully run on a 24-hour basal program with no reboot, power loss, or overheating. Investigators were unable to duplicate the original complaint of overheating or power loss during the investigation. The pump electrical current draws were found to be within specification. The pump was opened, and no evidence of moisture was observed in the battery compartment or internally. The power flex and components were inspected with no defects found. No damage was observed to the power circuit a review of the black box verified a low and replace battery alarm with a sudden vm drop.